Manufacturer narrative:
This report is associated with report numbers: 2015691-2015-01654 and 2015691-2015-01656.

Event description:
As reported by our latin america affiliate, during a transapical tavr procedure, the sapien xt valve was deployed in a too ventricular position resulting in severe paravalvular leak (pvl), requiring a second valve to be placed. The planned procedure was deployment of a 23mm sapien xt valve via transapical approach. Purse string sutures were placed in the anterior apex of the ventricle lv and access was gained through the ventricular wall. The guide wire was advanced but fluoroscopy showed the wire was in the rv. The purse string sutures were repositioned in the lv and a new puncture was performed. The guide wire was re-forwarded through the ascending and descending aorta. The introducer sheath was advanced in the lv and bav was done with the 20mm edwards balloon catheter. Until then, the patient had remained stable. Post bav, the patient developed low blood pressure and an abnormal heart rhythm. Aortography showed severe aortic regurgitation. The patient then developed cardiac arrest and CPR was started. While resuscitative measures were in progress, a 23mm sapien xt valve was implanted, according to protocol and under proctor guidance. Angiography and echo still showed severe pvl with valve placement 30:70 aortic/ventricular. The coronary ostium was free of occlusion. As CPR continued, another valve was attempted to be implanted in a higher position. With the patient being supported with the pacemaker, hemodynamic parameters began to recover. Aortography showed both valves in a ventricular position with continued severe pvl. The patient was converted to open surgical avr; both valves were explanted and a 19mm st. Jude mechanical valve was implanted. During the surgery, a septal tear was identified and sutured. The tear was attributed to the purse string sutures. After the avr, the patient remained hemodynamically unstable and was moved to the ICU with ventilatory support and vasoactive drugs. On pod 5 the patient was reported to be in better condition and improving. This report represents the first valve.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the ventricular positioning of the valve was due to the valve being delivered under cardiac arrest and CPR. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case.